Event description:
The patient was revised because of pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product recd by mfg. Reporter name. Evaluated by manufacturer. Examination of the returned devices was not able to conclusively determine root cause of the reported pain. Patient x-rays were not provided for examination. A search of the complaints databases finds no other similar reports against the product and lot code combination since its release to distribution. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.